Event description:
The customer reported that after pipetting an hcv plate on summit the tech observed no diluent was pipetted into wells b1 and c1. No error was generated. No death or serious injury was associated with this incident.